Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0555500v, implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that when the patient had a battery replacement due to a depleted implantable neurostimulator (ins), the doctor discontinued the lead from the extension and it frayed at the end of the terminal contacts on the lead. The lead was unusable and it was removed completely. A surgical intervention occurred. No diagnostics or troubleshooting was performed. The procedure for the replacement was aborted as the rep was not present nor notified of this procedure. It was unknown if any patient symptoms or complications were associated with this event. The issue was resolved at the time of this report. However, it was noted that the products will be replaced in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.